Manufacturer narrative:
Review of the instrument results files confirmed the unexpected negative results. Reaction scans displayed a 99% negative interpretation; alignment and absorbencies appeared optimal. A service call was performed. The reader window values were out of range; the window was cleaned and values returned to normal. The vacuum was also found to be out of range. The filter was replaced and the vacuum was in range. The presence of the e antigen was confirmed on retention capture-r ready-screen (I and ii), lot x207. The customer did not return product or sample for investigation testing.

Event description:
Customer reported the abs2000 produced an unexpected negative antibody screen in 2007. A patient with a known anti-e was reported antibody negative by the abs2000. The patient was tested on the galileo on the next day and resulted with positive antibody screen and anti-e was identified. The patient was transfused recently: 3 units platelets,1 unit of red blood cells on approx a week earlier, and 2 units of red blood cells on the following mont.